Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy evidenced by blood glucose measuring over 500 mg/dl with large urinary ketones, vomiting, nausea and abdominal pain. The patient was reportedly treated with intravenous fluids and the hospital emergency department. The reporter stated the basal rate and the bolus settings in the pump had been adjusted. The reporter alleged the pump had a loss of prime issue. During troubleshooting with animas customer support, it was discovered that the customer had been filling the insulin cartridge with cold insulin, failing to bring the insulin to room temperature before filling the cartridge as per the product¿s instructions for use.